Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones and displayed a 'fallback' warning message upon interrogation.